Event description:
It was reported that during follow-up, high capture thresholds were observed on the left ventricular lead. No patient symptoms were reported. The patient reported notable physical activity and a lead dislodgement was suspected. X-ray imaging confirmed that the lead had become dislodged. It was explanted and replaced on (B)(6) 2014. The patient was noted to be in stable condition following the procedure.